Event description:
Nurse trying to initiate morphine infusion on new or patient. Unable to advance screen in ped cardio/thoracic unit (pctu) due to fact patient was less than 50kg. Referenced # 1 library analgesics/sedatives. Also, won't advance screens in other libraries. Upon further investigation, it was also found that the batteries were depleted due to over heating and upon testing expressed approximately 25% less than its original capacity.